Event description:
It was reported to boston scientific corporation that a resolution 360 clip was used to a procedure performed on (B)(6) 2024. During the procedure, the clip deployed prematurely on an unknown anatomical location. The procedure was completed with another resolution 360 clip. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip prematurely deployed in an unknown anatomical location.